Event description:
The customer reported that their central nurse's station (cns) display is frozen and that they are unable to move their mouse cursor. Before they rebooted the unit the issue resolved on its own. No harm or injury was reported.